Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open despite multiple recovery attempts and system reboots. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open despite multiple recovery attempts and system reboots. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bumpers were missing, and rails were damaged. A field service engineer replaced bumpers and repaired rails. Fse the logged into hardware test application and ran final test on main half height mark 3.1 which it passed successfully. Fse performed proactive maintenance, tested all drawers and slides, opened top cover, checked connections in electronics drawer and removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.